Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up, alerts for non-sustained lead noise were noted. The noise events were observed to have occurred due to infrequent pvcs. The device was reprogrammed and remained implanted.